Event description:
It was reported that the patient experienced overstimulation in the back and legs even when the remote control was untouched. The patient fell and was admitted to the hospital. The database confirmed a dramatic increase in stimulation on one day and no anomalies were found in the battery discharge logs or impedances. Additional information was received that remote control instructions were reviewed and the patient had been doing well.

Event description:
It was reported that the patient experienced overstimulation in the back and legs even when the remote control was untouched. The patient fell and was admitted to the hospital. The database confirmed a dramatic increase in stimulation on one day and no anomalies were found in the battery discharge logs or impedances.